Manufacturer narrative:
The technician replaced the power control module to repair the bed.

Event description:
Information received indicates the bed has no functions working caused by fluid ingress onto the power control board.